Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2016, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2016, product type: catheter. Conclusion code applies to the 8709sc serial number (B)(4). Conclusion code applies to the 8709sc serial number (B)(4). Conclusion code applies to the 8709 serial number (B)(4).

Event description:
Additional information was received from a healthcare professional via a company representative. It was reported that the entire system was replaced on (B)(6) 2016. At the revision, the healthcare professional could not aspirate or inject. A MRI was performed to check for blockage, but nothing was there. The pump and catheter connector were returned to the manufacturer per the healthcare professional's request.

Manufacturer narrative:
Other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving 5 mg/ml dilaudid at 1.67 mg/day via an implantable pump for spinal pain. It was reported that the patient was complaining of increased pain and withdrawal symptoms that began on (B)(6) 2016. The patient was seen in the clinic on (B)(6) 2016. No environmental, external, or patient factors led to the event. Pump interrogation showed no alarms or stalls. The hcp attempted to aspirate the side port, but was unable to withdraw any fluid. An x-ray showed the catheter appeared to be connected and there was no migration. The patient was to be monitored for continued symptoms and a revision would be planned if needed, however no surgical intervention was planned. The issue was not considered to be resolved. The patient was reported to be "alive - no injury."

Manufacturer narrative:
Analysis of the catheter model 8709sc (serial number (B)(4)) on (B)(6) 2016 revealed coring/tears/cuts in the seal regarding the sutureless catheter connector; the device met leak criteria. Leaking was seen coming up from the cup of the sutureless catheter connector as identified via analysis. In addition, analysis of the catheter model 8709 (serial number: (B)(4)) on (B)(6) 2016 revealed no significant anomaly regarding the catheter body having been deformed in shape and/or abrasion which did not affect infusion. The previously applied results code no longer applies. The result code and conclusion code refers to the 8709sc with serial number (B)(4). The result code and conclusion code refers to the 8709 with serial number (B)(4). The method codes applied are regarding both listed components (8709sc with serial number (B)(4) and 8709 with serial number (B)(4)). Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device was operating within specifications, medtronic modified the specifications making this the closest code available with respect to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.